Event description:
It was reported there was a wound infection after surgery. The apex area of incision had slight erythema and skin separation. Drainage was also noted from the incision. The event was related to the procedure. Bactrim was given as an intervention. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gp2s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resulted in an unscheduled clinic or office visit. Examination was conducted on (B)(6) 2014. Etiology was noted as incisional site/device tract/neurostimulator pocket and surgery/anesthesia.